Event description:
Once the pulmonary artery was freely dissected, the superior segmental artery was encircled in a vessel loop placed around it. Only one-third of the staples fired resulting in incomplete division of the artery. This necessitated control of bleeding. So, an additional vessel loop was placed around the remaining vessel. Another vascular staple load was fired and the same issue occurred with only one-third of the staples firing with inability of the operator to move the staples any further. A clamp was placed along the proximal aspect of the pulmonary artery. The stapler was removed and again bleeding was controlled. A stapler device from a different manufacturer was used to complete the pulmonary artery division. If the third device had not deployed staples successfully, the patient would have exsanguinated. All personnel were experienced in the use of these products. If the staple load had not been correctly connected, the stapler would not have fired. However, we have been made aware that there is about a 90% chance that if the load is not connected appropriately it will fire. The loading issue seems to be a possible design defect.